Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger; product ID 37751, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger.

Event description:
The consumer reported that the green light was not present on the desktop charger when the desktop charger was plugged in. The desktop charger would not power on. The patient was sent a replacement desktop charger. There were no patient symptoms reported. Additional information received from the consumer reported that the unit he received was not working. When asked what came up on the screen, the response was ¿nothing really.¿ it was then clarified that the implantable neurostimulator recharger (insr) showed the boxes but it was not charging the implant. It was reviewed that if the patient was seeing the recharging screen, that it was working as intended. The patient was redirected to their healthcare provider (hcp). Additional information received from the patient¿s husband in response to follow-up reported that they were expecting to receive a replacement recharger the day of this report or the day following this report. The previous one sent to him was junked and should have never been sent out. There was still a problem with charging the recharger. The patient had gone without stimulation for some time now. He believed the reason they couldn¿t charge the implantable neurostimulator (ins) was because a recharger that should have been junked was sent to them. Additional information received reported that nothing was coming up on the recharger screen; it was blank. It was confirmed that it was plugged into the wall and a green light was lit on the desktop charger (dtc). There were also no noticeable broken or bent connector pins. He tried to plug the cord back in and thought he broke it. It was difficult to plug back in. Additional information received reported that no issue was determined over the phone and the patient was going to keep the existing equipment. It was noted again that the connector pin did not plug in smoothly. The connection was too tight. Additional information received reported that the connector pin was broken off. The patient was indicated for non-malignant pain and degenerative disc disease.

Manufacturer narrative:
Analysis of the desktop charger ((B)(4)) determined that the connector pins were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.